Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports damaged case upon triage the tech found exposed copper wires.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿ damaged case ¿. The unit was triaged and the reported issue was confirmed and upon triage the tech found exposed copper wires. Verified complaint of exposed copper wire. The power cord was examined and a cut was found. The copper wire is exposed however no other anomalies were observed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.